Event description:
It was reported that the patient developed a pocket infection. The infection was related to a hematoma that formed in pocket. The loop recorder was removed. Patient's condition was good and stable during and after procedure at follow up visit.

Manufacturer narrative:
Analysis was normal. No anomalies were found.